Event description:
User called to report pod occluded after less than 24 hours of use, accompanied by elevated bg readings of over 300mg/dl but no ketones. The caller stated that the cannula appeared to be kinked, and there was blood present on the adhesive. Injection site appeared normal. Pod discarded.

Manufacturer narrative:
The product will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instruct the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.